Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2108923: 100 items manufactured and released on 31-aug-2021. Expiration date: 2026-07-28. No anomalies found related to the problem. To date, 62 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery at about 1 year and 8 months post primary for knee infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.